Event description:
End user states she is on her 4th joystick and everyone has failed. Each one while in turtle mode has caused her to speed up and run into walls. States it has caused a hole in the wall that has been reported to health aid of (B)(6). States the joystick has also fell off of the chair. States she is running into a lot of things. States that when she runs into things she looks at the joystick and the lights have moved all the way up past the rabbit, even though she is sure it was on the turtle. They are in the process of sending another tech out. States health aid of ohio is trying to get her another chair. States has had this chair for about 3 years. End user could only state she had scratches on her legs and could only specify one whole put in the wall from her chair. She states that health aid of ohio was made aware of the damage. End user states several times during the call, that she is wanting her money back and wants a different model of chair. She states she has tried to get a refund, but she was informed that was not an option for health aid of ohio after how long she has had chair.